Event description:
Upon receipt of additional information, only the articular surface was removed and replaced during the revision procedure. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, only the articular surface was removed and replaced during the revision procedure. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(6). Concomitant medical products: nexgen all poly patella catalog # 00597206538 lot # 64209115. Nexgen femoral component catalog # 00596401752 lot # 64128357. Nexgen articular surface catalog # 00596405012 lot # 64341030. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2020-01625, 3007963827-2020-00130, 0001822565-2020-01626.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, the patient alleges to have pain, grinding, and popping sensation in the knee, 3 months post-operation. Further, the patient has difficulty extending the knee as it is very painful and unable to bear weight on the right knee. No revision procedure has been reported to date. Finally, the patient alleges that an unknown rod is becoming dislodged in the knee; however, the surgeon stated the x-rays show the implant is intact. Attempt for further information has been made, but no further information has been provided.